Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Date of this report - correction, describe event or problem - correction to statement, "distributor contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016." Describe event or problem - additional, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, device manufacture date - correction, event problem and evaluation codes - additional.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2015. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected. The data log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed. A root cause could not be determined.